Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures three instance of intraoperative everest mi provisional split driver jamming. The associated procedures were completed successfully with no surgical delay and no adverse consequence to a patient.

Manufacturer narrative:
Lot jpvu (1): manufacture date 19 july 2019. Device returned 30 august 2022. Lot mmuu (1): manufacture date 23 july 2020. Device returned 23 september 2022. Lot jujg (1): manufacture date 15 august 2019. Device returned 30 august 2022.

Manufacturer narrative:
Lot jpvu (1): device returned 30 august 2022. Lot mmuu (1): device returned 23 september 2022. Lot jujg (1): device returned 30 august 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures three instance of intraoperative everest mi provisional split driver jamming. The associated procedures were completed successfully with no surgical delay and no adverse consequence to a patient.